Manufacturer narrative:
H6: investigation summary: bd received 5 photos for investigation. The photos were reviewed and the indicated failure mode for clotting was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Based on the investigation performed, bd can confirm the reported issue of clotting based on the photos provided. This complaint was the 1st complaint received on this material number and lot number and reported issue. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Event description:
It was reported that 2 bd vacutainer® buffered sodium citrate (9nc) blood collection tubes had clotting. The following information was provided by the initial reporter: "clot in the citrate tube. Clot in the citrate tube (4.5 ml citrate glass tube)."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 2 bd vacutainer® buffered sodium citrate (9nc) blood collection tubes had clotting. The following information was provided by the initial reporter: "clot in the citrate tube. Clot in the citrate tube (4.5 ml citrate glass tube)".